Event description:
Nurse and nurse practitioner at bedside and noted fluid on bed. They discovered a crack in the IV tubing delivering fentanyl. Fentanyl was discontinued. The nurse manager indicated that there are 5 different lot numbers of the device on the unit.